Event description:
It was reported that when the pump was being interrogated during a pump refill the n'vision (clinician programmer) showed low on batteries and then switched off; there were no prior warnings that the batteries were low. The pump was re-interrogated and it was noticed that the pump had changed its mode to 'stopped pump', and the pump was shut off for 2mins. The pump was re-programmed to simple continuous and the daily dose was entered. The pump update was successfully and patient was fine. Drug delivered via the device was baclofen.